Event description:
I applied an icy hot patch on my leg as the package directions instructed. When I removed it approx 8 hours later, I had 6 full blisters the size of quarters within minutes. These blisters had to be broken to drain and I was left with 6 very painful crusty wounds for at least 3 weeks. Frequency: one time use, route: top. Diagnosis or reason for use: sore muscle.